Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive. The customer's blood glucose was 177 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.